Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the leak was caused by a cut through tubing at fitting 109 on the differential mix module. The fse replaced the tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer, which was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with the leak.